Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time. The results of the investigation are inconclusive since the device was not returned for analysis. This and similar events are monitored and trended via quality data review. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that during cardiomems implant procedure the physician was unable to advance the delivery catheter through the patient's pulmonic valve. After extended troubleshooting the decision was made to gain access through the intrajugular. The sensor was then successfully advanced, deployed and calibrated. The physician stated the troubleshooting caused a clinically significant delay and the patient received 1mg additional sedation. The patient remained stable without changes to vital signs. The physician reported they felt the issue was due to patient anatomy and not a delivery system issue.